Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. The patient stated having lost weight and the ipg felt superficial to the skin. Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2015 wherein the ipg was relocated. The patient is reportedly 'doing well' post surgical intervention.